Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, the implantable cardiac monitor exhibited a telemetry anomaly.